Event description:
It was reported that the patient was experiencing low flow alarms and was admitted to the hospital due to not feeling well, altered mental status, and volume overload. Log file review noted low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. No unusual rotor fauls, pump temperature, or any other abnormal pump faults were seen in the log files. Another set of log files contained an additional hour and 19 minutes of data. The additional lines of data consisted of a single low flow estimate and routine power source changes. The mechanical circulatory support (mcs) equipment was operating as intended. An arterial line was placed for hemodynamic monitoring and antihypertensives were titrated up. The cause of the low flow alarms was attributed to the patient's blood pressure. Additionally, it was reported that the cause of the altered mental status was presumed seizures which resolved with medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events, which the account attributed to hypertension. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log files contained events from 29apr2024 ¿ 01may2024. Several transient low flow hazard alarms were captured on 01may2024. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurological events (not stroke-related) and hypertension, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.